Event description:
Medtronic received information that following the implant of this transcatheter pulmonary bioprosthetic valve, a gradient of 25 mill meters of mercury (mmhg) was observed an not treatment was reported. Two years following the implant of this transcatheter pulmonary bioprosthetic valve, the patient underwent re-dilation of the valve. 6 years and 10 months following the pulmonary valve implant, echocardiogram showed a peak and mean gradient of 41 and 22 mmhg across the valve, moderate pulmonary stenosis and moderate to severe pulmonary insufficiency. The patient was asymptomatic. Approximately 9 years following the pulmonary valve implant, the patient reported some symptoms but no treatment was reported. Approximately 11 years following the pulmonary valve implant, the patient had some tachycardia episodes, dyspnea with running and avoided certain activities. 11 years and 6 months following the pulmonary valve implant, magnetic resonance imaging (MRI) showed severe pulmonary insufficiency and severe pulmonary stenosis. Approximately 12 years and 1 month following the pulmonary valve implant, a valve-in-valve implant was performed to implant a new pulmonary valve. Pre-implant dilations of the valve were performed with a 16 mm x 4 centimeters (cm) dilation balloon (atlas gold) to high pressure, 18 mm x 4 cm, 20 mm x 4 cm and 22 mm x 4 cm dilation balloon (atlas gold) to their rated burst pressure (rbp) and left coronary angiography was performed with each dilation. No compromise of the left coronary flow was noted with any dilation. While performing the "dunk test" the physician did not feel like the valve (j016513) was opening and closing properly. The physician decided to use a new valve (f249432) and perform the same "dunk test" which they were satisfied with the observations of the valve opening and closing. The valve (f249432) was advanced and positioned across the previous valve. The valve (f249432) was delivered with inflation of the inner balloon to 5 atm and subsequent outer balloon to 5 atmosphere (atm) with a mild residual anterior and posterior waist. The posterior waist separated from the posterior component of the previously implanted valve due to the tissue between the old and new valves. A post-implant dilation was performed with an 22 mm x 4 cm dilation balloon (atlas gold) and inflated to 14 atm with mild improvement of the waists. Following the pulmonary valve (f249432) implant, mild pulmonary stenosis was observed with no treatment reported. The patient's systolic gradient between the right ventricle and main pulmonary artery decreased from 38 to 14 mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID pb1018; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2023. Product ID pb1018; product lot/serial number (B)(6); product type: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.